Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation, the balloon ruptured. The procedure was completed with the original device. There were no patient injuries reported.